Event description:
It was reported that the right atrial lead dislodged post-implant. Repositioning was attempted, but the lead exhibited unacceptable thresholds in multiple positions. The lead was explanted, and another lead was attempted. The second lead exhibited high thresholds in multiple positions. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors appeared distorted. Blood/body fluid was found on the proximal conductor (not obstructed) and blood was found in/on the helix/lobe mechanism. The outer insulation was breached/cut and the lead exhibited apparent explant damage. (B)(4) the full lead was returned and analyzed. No anomalies were found.